Event description:
The customer reported that during a routine check of the iabp after preventive maintenance, the iabp generated an "electrical test failure code #51 (adjusted motor speed out of specification) alarm. No patient was involved.

Manufacturer narrative:
The cause for the "electrical test failure code #51" (adjusted motor speed out of specification) alarm was attributed to broken grommet. The (B)(4) representative replaced the grommet (part number 0348-00-0012) with a non-inventoried grommet and isolated the wiring harness from the motor case. After the repair, the factory specifications were met for the unit. (B)(4).